Event description:
It was reported that during a pulmonary resection procedure, the staple line was checked and it was noticed that clips applied, using both stapler and different reloads, were not closed on the tissue. The case was converted to thoracotomy in order to apply manual sutures on resection. Additional information has been requested.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device (a) was received in good visual condition and without a reload loaded present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the ats45 device (b) was received in good visual condition and without a reload loaded present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.